Event description:
This lead was implanted on (B)(6) 2008 and still remains implanted at this time. It was noted on (B)(6) 2016 that the lead is possibly broken causing a switch to safety mode and the patient getting several shocks. The physician was dr. (B)(6) at (B)(6). No other information available. Update: this lead was explanted in (B)(6) 2016. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).